Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "when firing, the 3rd and 4th clips did not have full closure and security." Patient status: "fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, a dent was found along the shaft; however, during the evaluation, the dent did not affect the functionality of the device. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. Although the root cause of the incident experience could not be determined; incomplete clip closure may occur if the trigger is not fully pulled during actuation or the application structure size is too large. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.